Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that while handling the subject device, a high energy endo therapy accessory was used, such as laser and high frequency, without keeping enough distance from the distal end of the subject device. However, the cause could not be specified. The event can be detected/prevented by following the instructions for use which is stated in: IFU operation manual ¿3.2 inspection of the endoscope¿. IFU operation manual ¿4.2 using endotherapy accessories¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited burn marks on the tip cover. There was no patient involvement.